Event description:
It was reported that after use with bd microtainer® tubes with k2e (k2edta) clotting occurred. This occurred with 3 tubes, however, patient impact was not reported. The following information was provided by the initial reporter: it was reported that the tubes are clotting. Heel stick with good blood flow collected into microtamer; clotted x 3 attempts what was the original intended procedure? Heel stick blood specimen.

Manufacturer narrative:
Investigation summary the customer reported that tubes were clotting while using next generation microtainer tubes with k2edta additive- material number: 365974, lot: 9269005. Bd life sciences - integrated diagnostic solutions has not received customer samples for complaint pr 2051780. Fifty (50) representative samples from lot 9269005 were received on 04 nov 2020 from the same customer related to a previous complaint for the same lot and same reported condition (pr# 1878806). The customer samples were evaluated for visual presence of additive with acceptable results. Samples representing each solution dispense position, that were present in the customer samples, were evaluated for quantity of additive. From the fifteen (15) samples tested, two (2) samples were identified with values above and below the specification limits of 0.75- 1.25 mg of k2edta. Sample from position one (1) was found below specification at 0.69 mg and sample from position ten (10) was found above specification at 1.33 mg. As part of the laboratory out of specification (oos) investigation (oos 20-010); one additional sample was tested from position one (1) and the out of specification value was replicated. There were no additional samples from position ten (10) therefore duplicate testing for this position could not be performed. Nevertheless, retention samples were evaluated for presence and quantity of additive with acceptable results and no manufacturing issues were identified during records review. Based on the investigation for lot 9269005, the probable cause for variation in additive quantity could be due to worn dispense system components (nozzles or pumps). Since all process inspections and retention sample testing were found acceptable it can be inferred that the worn components appear to have produced a transient low-level dispense variation which was below the aql level resulting in tubes with low/high quantity of additive.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use with bd microtainer® tubes with k2e (k2edta) clotting occurred. This occurred with 3 tubes, however, patient impact was not reported. The following information was provided by the initial reporter: it was reported that the tubes are clotting. Heel stick with good blood flow collected into microtamer; clotted x 3 attempts. What was the original intended procedure? Heel stick blood specimen.